Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It may be possible that the balloon rupture is a result of interaction between the balloon material and the lesion site. There was no report of leaks noted during preparation for use, suggesting that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the balloon rupture could not be determined; however, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that during a procedure of a shunt, 5 mm vessel diameter, 50 mm lesion length, the fox cross was inflated at 12 atmosphere (atm) and at 15 atm; however, during the third inflation attempt at 15 atm the balloon ruptured below rated burst pressure (rbp). There was no reported adverse patient effect. Though requested, no additional information was provided.